Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with hypotension and a pericardial effusion. The cause of the perforation was not determined, and leads tested within acceptable ranges. Both right ventricular (rv) and right atrial (ra) leads were explanted and replaced as a proactive measure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.